Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The tissue pad was examined and normal wear was visually seen. Flaking of the issue pad may be caused, due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade, and tissue pad without having tissue between them. This can result in damage to the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thyroid procedure, the tissue pad began to come off at the beginning of usage. They got a new one to complete the procedure. There was no patient consequence.